Manufacturer narrative:
Sections with additional information as of 22-mar-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: . Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Note: manufacturer contacted customer in a follow-up call on 08-feb- 2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated is comfortable with the results.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern ¿ unable to contact the customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 68 mg/dl. Customer was also concerned with high results from results obtained of 240 and 301 mg/dl. Results had been obtained using test strip lot number mx4182s, manufacturer¿s expiration date is 09/26/2021 and open vial date is (B)(6) 2020. The customer¿s expected blood glucose test results are: am fasting 120 mg/dl, pm fasting under 200 mg/dl and pm non-fasting 230 mg/dl. The customer feels well and did not report any symptoms. Customer did report that she had felt shaky when the result of 68 mg/dl had been obtained; customer stated she drank orange juice and ate peanut butter on toast. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. Customer used another vial of test strips to perform a blood test during the call: lot # mw4067s, manufacturer¿s expiration date is 07/23/2021 and open vial date is (B)(6) 2021. Blood test was performed non-fasting and produced test result of 98 mg/dl using truemetrix air meter; customer was satisfied with the result obtained. The meter memory was reviewed for previous test result history: results obtained using mw4067s (customer was not concerned with these results): (B)(6).